Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the keypad was found to be peeling from the base. During testing, the up arrow keypad button was found to be unresponsive; all other keypad buttons were intermittently unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, the pump was powered on and the display was found to be dim and discolored. Additionally, the cartridge cap was observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.